Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. During procedure, the set screw of the ICD failed to be tightened. The ICD was not implanted, and a replacement was implanted on (B)(6) 2026. The patient was stable throughout.